Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, antibiotic treatment with amikacin injection was discontinued. At the time of this report, the patient has recovered from cloudy fluid and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. A day prior to the peritonitis diagnosis, the patient was hospitalized due to cloudy fluid and abdominal pain. The same day as then peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, discontinued after 4 days), cisnam injection (500mg, discontinued after 4 days) and amikacin injection (100mg, ongoing) for peritonitis. Six days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from abdominal pain and was recovering from cloudy fluid and peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.